Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump¿s screen would fade out to a grey color. It was hard to see the display. The customer¿s blood glucose level was unknown. They had tried using a new battery but it did not fix the issue. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. No fading of display or missing segments and partial display noted during testing.